Event description:
In 2001, an unruptured intracranial aneurysm was treated with a coil embolization procedure. The first coil (a spherical microcoil) was positioned in the aneurysm, followed by a second spherical microcoil. While placing the second coil, the first coil was dislodged and migrated into the right middle cerebral artery. The physician unsuccessfully attempted to retrieve the coil with a snare. The pt then underwent emergency craniotomy and right mca arteriotomy to remove the coil. The pt suffered from surgical complications requiring a second surgery the following day and again in august 2001. The pt recovered consciousness, but suffers from neurological deficits including paralysis and numbness. The product was not returned to micrus. No product malfunction is alleged.